Event description:
This case was initially received via regulatory authority (B)(6) on 30-oct-2017. This spontaneous case was reported by a consumer and describes the occurrence of back pain ("pain in upper part of back") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: drug intolerance "drug intolerance". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), the first episode of arthralgia ("hip and wrists joint pain, electricity-like"), rotator cuff syndrome ("recurrent left shoulder tendinitis"), fatigue ("chronic physical fatigue"), dyspnoea ("difficulties breathing"), chest discomfort ("feeling of oppression in chest"), mobility decreased ("difficulties to climb the stairs"), pain in extremity ("pain in legs and hips after remaining in sitting position for a while"), the second episode of arthralgia ("pain in legs and hips after remaining in sitting position for a while"), amnesia ("memory loss"), aphasia ("I'm sometimes wrong about the words to use or I do not remember name of things"), asthenia ("important general weakness / obvious lack of energy"), insomnia ("difficulties to fall asleep / insomnia"), dry skin ("skin dryness especially on feet and legs"), muscle spasms ("episode of spasmophilia"), abdominal pain upper ("stomach ache"), gastrointestinal pain ("intestinal pain"), dyspepsia ("digestive disorder"), amenorrhoea ("my menstrual periods stopped overnight"), migraine ("migraines") and hypertension ("hypertension"). Essure treatment was ongoing at the time of the report. At the time of the report, the back pain, rotator cuff syndrome, fatigue, dyspnoea, chest discomfort, mobility decreased, pain in extremity, the last episode of arthralgia, amnesia, aphasia, asthenia, insomnia, dry skin, muscle spasms, abdominal pain upper, gastrointestinal pain, dyspepsia, amenorrhoea, migraine and hypertension outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, amenorrhoea, amnesia, aphasia, asthenia, back pain, chest discomfort, dry skin, dyspepsia, dyspnoea, fatigue, gastrointestinal pain, hypertension, insomnia, migraine, mobility decreased, muscle spasms, pain in extremity, rotator cuff syndrome, the first episode of arthralgia and the second episode of arthralgia with essure. The reporter commented: visits to the emergency unit, numerous back and lung x-ray, blood sample, heart control, regular anti-migraine and anti-inflammatory treatments, and session of kinesitherapy and on day of the report, following consultation with gynecologist and general practitioner, it was decided to remove essure (removal planned with a surgeon on (B)(6) 2017). Diagnostic results: unspecified dates: numerous back and lung x-ray (results not provided). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 01-nov-2017 for the following meddra preferred term: back pain. The analysis in the global safety database revealed 397 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer or regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.